Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets underinfused medication during patient infusion. This event was further described as, ¿secondary medication did not fully infuse which lead to patient only receiving partial dose of the medication.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.